Event description:
It was reported that during preparation, the spike of the IV tubing administration set broke immediately upon attempting to spike a normal saline IV bag. It was confirmed there was no patient involvement.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the IV bag broke immediately upon spiking the bag during preparation and leaked normal saline. It was further confirmed there was no patient involvement.